Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information. A review of the lot history files unable to be conducted due to the unknown lot number. Prior to shipment, qc conducts outgoing visual inspection, sensory inspections, and functional testing and all samples for the complaint lot passed. The user facility reported similar events. See MDR's 3003902955-2017-00020, 3003902955-2017-00022, 3003902955-2017-00023, 3003902955-2017-00024, 3003902955-2017-00025, and 3003902955-2017-00026. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported a break with the device. The following information was provided by the user facility: when she activates the safety needle sometimes the needle bends to the side and does not activate properly; there was no patient impact, the injections were not negatively affected; and there were no other device or equipment used with the product. Additional information was received on july 31, 2017. The sheath broke off when activating the safety. The method of activation was a hard surface.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the actual device evaluation, photographic inspection, and completed investigation result. The evaluation was initially reported without the actual device; however, the device has since been returned. Therefore, device available for evaluation section has been updated to reflect the device return date. Based on the photo received through email, the samples comprise of unblistered syringes with five 25g, one 23g safety needles and one-piece safety sheath only and one activated 25g safety needle, three safety needles were assembled on plastic syringes and the other three were assembled in pre-filled glass syringes. It was noted that one of the 25g syringes was bent, and another sample was observed with broken needle in which the hub was still connected to the syringe but safety sheath was detached. Five actual samples were received. All samples were sent without specific labeling to indicate as to which MDR the sample was intended for. All samples were used for all events reported. Based on the actual sample received, one sg3 needle was already activated and connected to a b-d syringe, three pieces sg3 needle were connected with pre-filled syringes and contains solidified medicine, two of the syringes were already activated while the other syringe was confirmed to have bent needle wherein the needle was sticking out of the sheath, and one broken safety needle was also observed. Moreover, all samples were noted to have traces of usage. Current lot samples (170915) were visually inspected for defects that will affect activation of safety sheath such as missing components, damaged parts, deformation, short shot, flash and tilted cannula. No such defects were observed. In addition, the safety sheath is firmly attached to the collar. Current samples were subjected to manual sheath activation by simulation following and using the three methods of activation stated in the instruction for use. Manual sheath activation by simulation was conducted successfully on all samples with no difficulty. The product was easily activated and the click sound was audible. Also, the safety sheath on all samples were observed fully engaged under the tooth. In addition, no bending of needle and no damaged sg parts were observed. Verification of the received photo and actual samples showed traces of usage in which may have caused the bending of the needle and broken safety sheath. Verification of the received photo showed that all samples were already activated. The other sample was noted to be bent and broken needle was observed. Also, 23g syringe with needle was included on the photo but was not part of the complaint. Most likely, the breakage of the needle was encountered during product usage. However, based on the simulation, no difficulties were noted during manual activation of the safety sheath. The device can be easily activated by finger activation, thumb activation and surface activation with a firm, quick motion as indicated in the IFU. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4). Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.